Manufacturer narrative:
The complaint was not verified. When received the device failed to communicate. Further analysis will not performed at this time per legal hold.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion and the device could not be interrogated. On (B)(6) 2018, the device was explanted and replaced successfully. The patient was stable throughout the whole procedure.